Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call basal rates issues. The customer's blood glucose was 30s mg/dl at the time of incident and current blood glucose 136mg/dl. Trouble shooting was performed and found customer treated low blood glucose with food and has been experiencing low blood glucose for a couple of hours. Advised the helpline can assist in guiding through changing rates. Customer decline trouble shooting for the low blood glucose. The insulin pump will not be returned for analysis.